Manufacturer narrative:
The investigation has been completed effect to customer cannot be confirmed through a log review or duplication testing. Functional testing was performed and no issues were identified related to the reported issue, however a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (498 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Reportedly, the customer reverted to manual injections, and when they returned to using the pump for insulin therapy they experienced low blood glucose levels (36 mg/dl). Customer stated they believe low bg's are due to their body "reacting to high bg's". Customer stabilized low bg's with juice. Recommendation was made to discuss diabetes management with their health care professional.